Event description:
Information received by medtronic indicated that the insulin pump had missing piece of tube lip. Customer stated the reservoir able to lock in place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, stated batteries will not last reservoir lip ring broke. Pump monitored for several days. Unit received with complete broken reservoir tube lip. However, unit was received with normal operating currents and passed self-test, rewind test, displacement test. No unexpected low battery alarm anomalies noted. Pump history download using thds was successful. However, alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Alarms are due to the pump not having power for a long period of time. Pump received with broken reservoir tube lip, missing end cap sticker, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and cracked battery tube threads. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. Unit was confirmed for physical damage broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.